Manufacturer narrative:
No unexpected excessive no delivery alarms or motor error alarms noted during testing. Insulin pump passed displacement test, rewind test, basic occlusion test and motor test. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, broken reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 136 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.